Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the g5 mobile application displayed unchanging egv values. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the g5 mobile application displaying unchanging egv values was not confirmed. A root cause could not be determined.